Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.

Event description:
The pt was hospitalized for elevated blood glucose levels. The pt's mother reported that the battery cap could not be properly attached to the pump.